Manufacturer narrative:
Follow-up # 1 ¿ (09/22/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/11/2013 and 9/13/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have lcd flat cable peeled off the lcd glass at pins #1-3 and 23-29. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra meter had display segments were missing. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 after breakfast. The patient reported that she manages her diabetes with an unknown type/dose of insulin, fixed dose and reported that she increased her food/drink intake in response to the alleged issue. She claimed that 1 week later, she developed symptoms of ¿sweating and unable to walk¿ she also mentioned she has ¿kidney issues and heart problems¿ but despite her symptoms she denied receiving any form of medical intervention. At the time of troubleshooting, the cca noted the issues remained unresolved, there was no mention of trauma/damage to the meter. The meter was not being used for the first time. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.